Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: unknown, implanted: (B)(6) 2015. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, ubd: 17-nov-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that in (B)(6) 2020, the patient experienced a loss of stimulation on their right side. The patient reported the second lead wire was not working since around (B)(6) 2020. The patient hadn't had any trauma or falls that could have contributed to this to occur. They were redirected to see their doctor to check the implanted devices. No further complications were reported or anticipated.